Event description:
It was reported that (1) hp052 was used during a hemiorrhoidectomy procedure. It was reported by the rep that the handpiece went to a solid tone. Opened another device was used to complete the case. There was no consequence to the pt.